Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficult to remove, stent dislodgement, foreign body in patient and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with mild tortuosity and moderate calcification in proximal left anterior descending (lad). The 3.5x28mm xience sierra stent delivery system (sds) could not cross the lesion due to the patient anatomy. Resistance with the anatomy was noted as well during removal of the sds, and the stent dislodged in the aorta. The dislodged stent migrated to the left iliac artery. At this point, a snare device was used in an attempt to retrieve the stent, but the stent continued to migrate and got stuck in the internal iliac artery. The dislodged stent remains in the internal iliac artery. A non-abbott catheter and a new same size xience sierra were used successfully to complete the procedure. Although there was a reported delay in the procedure, the delay did not result in any adverse patient sequela; therefore, it is not considered clinically significant. No additional information was provided.